Event description:
It was reported through remote transmission that far r-wave oversensing during lv cap confirm threshold test was observed on egm. Programming changes were made, but the oversensing persisted. The physician elected to take no further action and continue to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.